Event description:
It was reported that, "one half of the introducer sheath's hemostatic valve completely detached during catheter insertion, having been pushed into the sheath between the two branches. Since this half was no longer visible, and there was a risk of this structure entering the bloodstream if we continued inserting the catheter, it was necessary to exteriorize the catheter, remove half of the hemostatic valve, and reinsert the catheter. There were no immediate complications, such as bleeding or air embolism, and the fact that part of the catheter was already inside the sheath prevented blood from leaking". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "one half of the introducer sheath's hemostatic valve completely detached during catheter insertion, having been pushed into the sheath between the two branches. Since this half was no longer visible, and there was a risk of this structure entering the bloodstream if we continued inserting the catheter, it was necessary to exteriorize the catheter, remove half of the hemostatic valve, and reinsert the catheter. There were no immediate complications, such as bleeding or air embolism, and the fact that part of the catheter was already inside the sheath prevented blood from leaking". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a detached hemostatic valve was able to be confirmed through investigation of the returned sample. The customer returned one 16fr smartseal sheath for analysis. Signs of use were observed. Visual analysis revealed that the sheath was fully split, however the two halves of the valve remained connected and were attached to one half of the sheath hub. A device history record review was performed, and no relevant findings were identified. The manufacturing unit confirmed that this issue is a supplier-related defect. Additionally, supplier quality confirmed that the deformation observed along the edge of the sheath body is considered normal and is not indicative of a defect. Based on the investigation of the returned sample and the comments from the manufacturing unit, the root cause of the reported issue is supplier related. Further investigation has been initiated under teleflex quality systems to evaluate this issue. Other remarks: n/a. Corrected data: n/a.